Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no sample was returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed for potentially associated lot numbers with no issues detected during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up call by baxter (B)(4) on an unrelated issue, the home patient (hp) reported she had been hospitalized four (4) times for peritonitis. On (B)(6) 2012, baxter (B)(4) received additional information from the patient as follows: on an unknown date in 2007, the patient began peritoneal dialysis (pd) using dianeal pd4 ultra bag 2l (lot numbers unknown) ip (intraperitoneally) daily for continuous ambulatory pd (capd). The hp clarified that she had been hospitalized four (4) times (on unreported dates in (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011) for peritonitis from the same organism. The hp stated that once her catheter was replaced she has had no more issues. During each hospitalization, the patient received antibiotic therapy using vancomycin ip (dose and frequency unknown) and cipro, ip (dose and frequency unknown). During the (B)(6) 2011 hospitalization, the status of peritonitis was determined to be ongoing and improved. On an unreported date in (B)(6) 2011, the patient was discharged home from the hospital. On an unknown date in (B)(6) 2011, the patient was readmitted to the hospital for peritonitis. On an unreported date in (B)(6) 2011, the patient was discharged home from the hospital. At the time of the discharge, the status of peritonitis was reported as ongoing and improved. On an unknown date in (B)(6) 2011, the patient was readmitted to the hospital for peritonitis. During the (B)(6) 2011, hospitalization, the status of peritonitis was reported to be ongoing and improved and on an unreported date in (B)(6) 2011, the patient was discharged home from the hospital. On an unknown date in (B)(6) 2011, the patient was readmitted to the hospital for peritonitis. During the (B)(6) 2011 hospitalization, the patient's pd catheter was replaced. On an unreported date in (B)(6) 2011, while hospitalized, the event of peritonitis was resolved and the patient was discharged home from the hospital. The hp stated that she had not experienced peritonitis since the pd catheter was replaced. The patient remained on pd therapy, no change in dosage. The hp reported the event of peritonitis was probably related to the old pd catheter and not related to the dianeal solution. On (B)(6) 2012, (B)(4) received the following information from the pd nurse (pdn): the pdn stated that the pd clinic no longer had the patient's hospital records. The pd nurse declined to provide information to baxter healthcare. No further information was requested

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.